Event description:
During preparaton for a coronary artery bypass graft surgery, four heartstring seals cracked while loading the seals into the delivery tube. The hosp did not provide any additional info. No pt complications. Were reported by the hosp.